Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/28/2025, a sales representative reported via email that an ar-8934bck 3.0mm knotless suturetak broke during use. After preparing the drill hole with a 2.4mm drill for the 3.0mm anchor, the surgeon tapped the anchor lightly twice and observed that the upper portion of the anchor body had broken. No fragments fell into the patient, and all broken pieces were successfully retrieved. The case was completed with a new anchor without issues. This was discovered during a lateral epicondylitis and tendon repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-8934bck, 3.0mm knotless suturetak, batch 15149882, was received for investigation. Visual evaluation noted that the anchor was damaged, along the last thread on the distal end. Functional testing was not performed due to damage to the device. The most likely cause is attributed to misuse due to misaligned insertion and prying/leveraging the device during use.